Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID#: 2134265-2013-04346, 2134265-2013-04236. It was reported that during a coronary intervention, motordrive pullback failure occurred. Access was obtained via femoral artery. During the procedure, the motordrive of the (B)(4) was very noisy. The physician pushed the pullback button and intermittent pullback failure occurred. The physician was able to place a stent. The physician rebooted the system and swapped out the mdu and sled to complete the procedure. No complications reported. The patient's condition is good.